Event description:
It was reported that the patient presented for a lead revision operation with symptoms of presyncope. Externalized conductors and intermittent loss of capture were noted, along with other electrical anomalies. The device was capped and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 12.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.